Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the patient presented in the ER and a CT indicated that the stent graft had migrated about 35mm. A leak was also noted due to the sac progression. This patient had reportedly been lost to follow up. The decision was made to implant an endurant aui. The decision was also made to implant aptus endoanchors after the endurant aui, prophylactically. Three endoanchors were placed and as the tech went to load the fourth anchor the device would not pull the anchor fully into the applier. After multiple attempts at trying to reset the applier and get anchors to seat properly, the device was set aside and another applier was used to complete the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.